Event description:
It was reported that following the deployment of the angio-seal, the patient's vessel was clogged with thrombus formation around the angio-seal anchor. Surgery was performed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by, or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent.